Event description:
It was reported to philips that the system was giving tube anode errors, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system displayed: low load fluoro - tube anode errors. Review of the logfile shows reduced performance detected. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and replaced the x-ray tube cooling unit, the de-aeration process was performed but the issue persists. The fse sent the logfile to the nss for the technical investigation and was found that there was a potential issue with the rotor controller or the tube. To resolve the issue, the fse replaced the rotor control board and performed functional tests. The defective part was sent for analysis, for rotor control board malfunction was observed and the failure was observed as electrically defect, pcb was overheated leading to no rotation. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.